Manufacturer narrative:
The company rep evaluated the unit. Corrections include replacement of unit's cables.

Event description:
The customer reported failed cables on the dpm 5 monitor resulting in no spo2 readings. No pt injury was reported.